Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records (DHR) has been requested.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during a procedure on (B)(6) 2013, the propeller shaft blocked the reamer. . The surgeon stated that a 520mm reamer/irrigator/ aspirator (ria) hose system was used, which came to the operating table with a 15mm reamer. When the propeller shaft of the hose system was installed, it blocked the reamer and prevented it from rotating freely, with an unusual noise being heard. It was also reported; the surgeon stated that he abstained from using the system this way for fear of its becoming blocked inside the patient. The surgeon reviewed the system several times, disassembling it and reviewing the parts with nothing abnormal being observed at first sight. The reamer assembly was reviewed and found correct. All the parts were assembled again but the problem persisted. The specialist refused to use the system this way and authorized another hose system, this time the 360mm one, and a new 15 mm reamer, because the old one was damaged when tried to remove it. The whole system was assembled again. No further information is available at this time. This is 1 of 1 device for this event reported on complaint (B)(4).

Manufacturer narrative:
Additional narrative: an additional evaluation was conducted by synthes (B)(4) and the report indicates: the complained ria tube assembly was forwarded to the responsible product development manager and was checked for conformance to specifications. Based on the findings that the reamer is stiff, it was dismantled and the reamer was visually inspected. The complaint condition is likely the result of wrong assembling of the reamer and flexible shaft. No manufacturing related issues were found. It was also determined; the articles were manufactured according to the specifications. Further, a manufacturing evaluation was performed and the report states the following: criterion tool and die manufactured the drive shaft ¿ minimum 520mm length ¿ for use with ria; p/n 314.743; and lot number 6793380. The materials of the part were confirmed to be correct. The part conformed to dimensional specifications at the time of manufacturing and passed all inspection requirements at synthes incoming inspection. The inner and outer diameters of the drive shaft and the width across the hex were confirmed to be within specifications. Functional testing confirmed that the drive shaft and ria tube returned on this complaint assemble as required. Lastly, a review of synthes device history records (DHR) for lot # 6793380 revealed the drive shaft ¿ minimum 520mm length ¿ for use with ria was manufactured by criterion tool & die; po # (B)(4); dated 5/16/12 for (B)(4) parts; and was inspected to the synthes incoming final inspection sheet number (B)(4) revision ¿l¿ on 5/17/12. Certificate of compliance (c of c) was dated 5/11/12. 15 parts were released to the warehouse on 5/21/12.

Event description:
This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(4).